Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Syringe pca gripper recall 2017- 05/15/2018 09:31:27 william burdette (wburdett) for additional repairs please contact rob martin, biomed, robert.martin@cchmc.org. 05/16/2018 12:40:02 monica a bennett (mabennet) added no charge po#100089954 05/25/2018 10:44:26 marites malig (mmalig) phone 858-458-7000 7000 est rcl mnr for bent tube drivearm, barrel clamp cracked & flange gripper discolor 06/26/2018 13:06:33 jessica galang (jgalang) updated from rcl to mnr for the minor repair needed per marites malig, service tech. Repair approved by rob martin at robert.martin@cchmc.org for $354. New po# is 1100089954. Npi 07/03/2018 12:46:38 annette a mendez (amendez) 1z9791540272955997 10/21/2019 11:24:03 mikee d baldonado (mbaldona) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes. File reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.